Event description:
I stated having server medical issues from my silicone breast implants. Sientra 350cc round silicone. Weight gain, hair loss, ibs, autoimmune diseases, fatigue, brain fog, memory loss, joint pain, heart palpitations, shortness of breath, hormonal imbalances, bloating, toe nail fungus, low blood sugar, low cortisol, high dhea, low progesterone, low white blood count. I have additional testing as well. FDA safety report ID# (B)(4).